Manufacturer narrative:
The technician was unable to duplicate the reported event but noted that the flex assembly on the motor cartridge was damaged.

Event description:
It was reported that at the beginning of a procedure at the user facility white smoke came from the end of the core impaction drill near where the cord connects. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that at the beginning of a procedure at the user facility white smoke came from the end of the core impaction drill near where the cord connects. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.